Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed top of case cracked and chipped by the left and right bottom corners. Missing feet on the bottom case and cracked battery door. No visible contamination. Customer?s reported issue was duplicated during power-up process. The root cause of the reported issue was determined to have been caused by was found to be normal wear; device was over eleven years old. Actions taken to mitigate the reported issue: replaced battery, performed preventive maintenance. Power up device and all the functional tests passed.

Event description:
It was reported that alarms system failure event occurred. No patient injury reported.